Manufacturer narrative:
(B)(4). Serial numbers were not provided regarding these incidents and the customer reported the devices were not sequestered. Customer states that they will not be returning the product for failure investigation.

Event description:
Reports received from nurses in the open heart recovery and infusion center regarding channel disconnect events. In one instance, the disconnect occurred when the pump module was positioned on the left side of the alaris system pc unit. The pump was switched to the right side of the alaris system pc unit and functioned normally. There were no reports of pt harm or medical intervention. The customer states that no further pt/event info is available.